Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, prior to a pacemaker implantation procedure, the subject device was interrogated for preparation purposes while still in the box. When it was re-interrogated after both of the atrial and ventricular polarities had been reprogrammed to bipolar, the programmer displayed the message stating that the pacemaker had entered standby mode. The pacemaker was re-initialized, but after the re-initialization, the ventricular lead impedance was displayed as over 3000 ohms and the pacing rate was shown whereas no lead was connected to the ventricular port of the pacemaker. The use of the pacemaker was discontinued because of the above abnormalities and another pacemaker was used for the procedure. The preliminary analysis revealed that the switch to standby mode was due a telemetry error.

Manufacturer narrative:
The preliminary analysis revealed that the issue was caused by a telemetry error.

Event description:
On (B)(6) 2018, prior to a pacemaker implantation procedure, the subject device was interrogated for preparation purposes while still in the box. When it was re-interrogated after both of the atrial and ventricular polarities had been reprogrammed to bipolar, the programmer displayed the message stating that the pacemaker had entered standby mode. The pacemaker was re-initialized, but after the re-initialization, the ventricular lead impedance was displayed as over 3000 ohms and the pacing rate was shown whereas no lead was connected to the ventricular port of the pacemaker. The use of the pacemaker was discontinued because of the above abnormalities and another pacemaker was used for the procedure. The preliminary analysis revealed that the switch to standby mode was due a telemetry error.